Event description:
It was reported by the customer that, they were receiving intermittent activation and then activation completely stopped with the generator. They tried using a second handpiece and the problem persisted. They completed the case with a second generator with no pt consequence. During troubleshooting, the in-house biomed had the same issue with multiple handpieces and multiple footswitches.

Manufacturer narrative:
Information not provided. Results: damaged connector.